Event description:
The customer reported that the system displayed a communication failure error message followed by a system lock-up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps1 power supply harness pins were repaired and the fluoro functions board voltage was adjusted. The system was then found to be operating as intended.